Manufacturer narrative:
H4: lot manufactured between october 23, 2021 to october 25, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethylene vinyl acetate)tpn (total parenteral nutrition) bag leaked. This issue was identified after filling, prior to patient use. There was no patient involvement. No additional information is available.